Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. It was observed that the cover tube had been rotated on the loading unit adapter and pulled proximally. Functionally, the reload cover tube was reseated in its proper position and loaded into a post market vigilance (pmv) instrument. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the reload cover tube to become loose making the reload difficult to load. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Problem as described to you (a complete/ accurate description is required): the reload stuck and didn't fire at all patient is ok. Additional information requested via email to (B)(6). Was the staple line incomplete? If yes, how was the incomplete staple line fixed (over sewed, resected <(>&<)> re-stapled, conversion to open procedure, etc.)? If the staple line was over sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? Did the jaws of the device get stuck and lock on tissue? If yes, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc.)? How was the issue corrected? Can you confirm that product is available and will be returned for evaluation? What is the product ID and lot number for the handle used with this reload? What is the etching number of the egia ultra handle used (see photo, found on the handle of the device)? Could you please provide the UDI# for the handle used in the procedure? Could you please provide the UDI# for the reload used in the procedure? Was any reinforcement material used in conjunction with the stapling device? If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What was the date of the procedure? What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? What is the last known patient status? Did any device component fall into the cavity of the patient? If yes, which piece fell in and how was it retrieved? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)